Event description:
The patient experienced a profound rise in blood pressure. The provider and patient's nurse believe the patient received a bolus of norepinephrine from the pump inappropriately. The medication was stopped. The patient received a dose of metoprolol and nicardipine to bring down the blood pressure.